Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (403 mg/dl) and a correction bolus was delivered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. Upon follow up, the customer's blood glucose (bg) level was at the target range (237 mg/dl). The customer was satisfied and had no further questions.